Event description:
The pt reported pump volume discrepancies that resulted in withdrawal episode. The pt indicated diagnostic procedures were performed, but no results were reported. The pt stated the pump is currently programmed at the minimum flow rate. The drug in the pt's pump is not known. Add'l info has been requested from the hcp, but was not available at the time of this report.